Event description:
The patient IV pump was infusing via central line had a downstream occlusion alarm and stopped infusing norepinephrine. The patient become hypotensive, map (mean arterial pressure) on central monitor was 47. Tubing free of kinks and central venous access draws and flushes appropriately. During troubleshooting, IV tubing pulled out of pump and reinserted but pump reading "IV tubing insertion incorrectly" even though correctly inserted. Primed back up pump connected to peripheral IV to resume norepinephrine infusion to prevent further clinical deterioration. The same error message "IV tubing insertion incorrectly" received on two additional IV pumps while attempting to restart infusion via central line.